Manufacturer narrative:
(B)(4). The returned mas doesn't present damage except several marks due to the explantation maneuvers. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a posterior spinal fusion from t12-l5 with posterior fixation. Approximately one year post-op, the patient was in an mva. Pseudoarthrosis was noted at l2. The patient underwent a revision surgery, and it was found that one of the pedicle screws was loose. The screw was removed and replaced with a larger one. After the revision, the patient was doing well.